Event description:
Reportedly, the rubber seal on the device detached when putting the scope through the port during surgery. The seal was pushed into the patient cavity by the scope. The broken seal caused loss of pneumoperitoneum. Seal was retrieved without difficulty. No patient injury reported.